Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer received intermittent temperature alarms when the pump was plugged in to a power source charging. The pump was not in any extreme temperatures. No affect to customer's blood glucose reported. The customer stated they would contact their healthcare professional to obtain a back up method of therapy. Although requested, additional information was not provided.